Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device ppmdjh batch number, and no non-conformances were identified. Summary: a dispensed needle/suture of product code sxpp1a405, lot # ppmdjh was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks and the original curve was deformed due to use. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the barbed suture was used. During evaluation, the fixation tab of used suture device was broken at two sides. There were no patient consequences reported.